Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer's battery gauge was incorrectly displayed. Customer's blood glucose level was 360-361 mg/dl. The pump was reset and the customer continued to use the pump for insulin therapy.